Event description:
Reporter indicated that pt underwent ncp system replacement surgery due to suspected lead malfunction. Device diagnostic testing performed at office visit prior to surgery resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Repeat device diagnostic testing during explant surgery yielded that same results after the lead and generator were disconnected, cleaned and reconnected. Diagnostic testing of the generator alone was within normal limits, indicating a probable issue with the bipolar lead. Both the lead and generator were replaced. Lead break is suspected.

Event description:
Product analysis summary: the lead assembly was returned in two pieces, excluding a portion or the electrodes. During visual analysis, abrasions were indentified on the silicone tubing along the lead body. The lead coils were further analyzed using electron microscopy. A break was found in one of the quadiflar coils. Electron microscopy verified the break in the quadfilar coil as having significant pitting to the point that the fracture mechanisms could not be determined. It is believed that stimulation was present for a certain period of time as evidence by the presence of severe metal pitting on the broken quadifilar coil wire, however, in all cases a conclusive determination cannot be made whether the stimulation was flowing at the exact time of fracture. No other obvious anomalies were noted. The setscrew marks found on the lead connector pins showed evidence that, at one point time, proper mechanical and electrical connection was present. Using a multi-meter, continuity checks of the lead was performed with no other discontinuities identified. Based on the product analysis findings, there is evidence to suggest the identified lead coil break would have contributed to the high impedance event. The concomitant device (pulse generator) was also returned and analyzed. The pulse generator met electrical test specifications. The pulse generator did not show any condition that would have contribute to the present event. The exact cause of the lead break is unknown.possible causes are: mechanical failure,implant technique (use of suture: no strain relief) "I widdler" (twisting of the lead) violent seizure , phyisical injury/accident.